Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Upon inspection, it was found that there was a crack in the right cylinder connecting tube. The pump was removed and replaced and there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. The tubing was cut down to pump block, no tubing was returned. No anomalies were found with the pump. Based on the information available and analysis results, the reported clinical observation of tubing hole/perforated was not confirmed.

Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Upon inspection, it was found that there was a crack in the right cylinder connecting tube. The pump was removed and replaced and there were no patient complications reported.